Event description:
It was reported that three days after insertion of the iab, the pump began experiencing helium leak alarms, and blood was noted in the helium tubing. The iab was removed without any pt complications.